Manufacturer narrative:
Medtronic received the following information from the journal article entitled; editor's choice ¿ late open surgical conversion after endovascular abdominal aortic aneurysm repair vinay kansal, sudhir nagpal and prasad jetty eur j vasc endovasc surg 2018 55 (2) https://doi.org/10.1016/j.ejvs.2017.10.011. If information is provided in the future, a supplemental report will be issued.

Event description:
Endurant stent grafts were implanted in patients for endovascular aortic aneurysm repair. The following events were reported: serious injury- aneurysm enlargement, rupture, infected graft, congestive heart failure, open surgical conversion.